Event description:
It was reported that a leak occurred from the tube. There was unknown patient involvement reported as a result of the event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported problem. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.